Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital for routine pulse generator change out. The physician noted that the lead exhibited damage near connector pin, testing was appropriate. The lead was repaired the lead with medical adhesive. The lead remained implanted with new device.